Event description:
It was reported that a cartridge did not fit onto the pump, and the insulin gauge was inaccurate. Additionally, the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.